Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the ligation of blood vessels during lung surgery while in the process, the device did fire. Although the surgeon was to squeeze the handle but not able to press the green button. To complete the case a new product was used. There was no patient injury.